Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedance measurements on this right ventricular (rv) lead. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedance measurements on this right ventricular (rv) lead. Additional information was received that at this time, there is no known cause for the out of range impedance measurements. It is planned to continue to monitor this patient. No adverse patient effects were reported. At this time, this device system remains in service.